Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asexf067) have been reported from the same facility.

Event description:
It was reported "patient has ivad. Ivad was infusing post hydration fluids. Mom felt wet fluid on her arm and immediately clamped line and rang call bell. Another rn in room and discovered that blood backed up in line. Break noted on ivad tubing and distal end where the skinnier tubing meets the thicker plastic part (the part that connects cap)."additional information received 06/17/2021: the port was accessed june 3 by a different nurse. The catheter was found to be broken just after midnight on june 4. There was a tegaderm IV advance used to secure the ivad needle. No other securement device was used.